Event description:
Reporter alleged the blood glucose monitoring compact system generated a result with a test strip before it was dosed with blood or control solution. Customer stated the system meter generated a result in the 200s mg/dl when touching a clean test strip that did not contain blood on it. As a result, no actions were reportedly taken or treatment received. The location of the alleged incident was not provided. A request was made for the return of the suspect device and replacement product was sent. Compact system: meter with a strip lot of 20659041 and an expiration date of 08-31-2008.

Manufacturer narrative:
The suspect product is the compact meter.